Event description:
Tip of flip cutter broke off as surgeon pulled back to ream the femoral tunnel. (Right acl). Patient was sent to recovery where an x-ray was performed and it was noticed a piece of device was left behind. Surgeon took patient back in and reopened the incision to remove the piece.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Complaint confirmed. The evaluation revealed that the distal tip area of the device had been severely damaged. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive force and excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.